Event description:
It was reported that an li61aor iol was removed because a posterior capsule tear was observed after lens insertion using an ez-28b delivery device. The incision was enlarged to remove the lens. Additional info has been requested, but has not been received. Please reference MDR# 1119279-2012-00114 for the delivery device.

Manufacturer narrative:
The lens was requested, but has not been returned to bausch+lomb for eval to date. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.